Manufacturer narrative:
Exact date unknown, event occurred on the date of appointment.

Event description:
It was reported that the patient experienced difficulty charging the ipg. It was also reported that the ipg bumps into things and is painful. Tenderness over the ipg site was noted. Injection and topical lidocaine provided significant improvement.